Event description:
Patient was admitted to hospital to have medtronic defibrillator generator removed and replaced secondary to advisory by medtronic due to potential for sudden unexpected battery failure. This generator had been placed in 2003. The leads (atrial and high voltage defibrillator lead) had been palced in march 1999. Patient requested that they take possession of the generator following their removal and replacement procedure.